Event description:
It was reported that a revision of an implantable neurostimulator was performed due to charging issues. The implant was not charging effectively because it was positioned too deep within the body, leading to difficulty in recharging. The patient first noticed the issue 1-2 months prior to the revision procedure. Despite the charging difficulties, the patient was able to recharge the implant, although it was challenging. The revision was completed, and the same implantable neurostimulator was retained. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.